Event description:
As reported by the (B)(4) registry approximately twenty four hour post index procedure the patient experienced hemiparesis in the left side onset was sudden and recovery was partial with minor residual. Diagnosis was ischemic stroke. The patient was asymptomatic at the time of the index procedure. Nih stroke scale score was 1 and the rankin score was 0. Pta was performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 5.7mm vessel diameter. The lesion was characterized with an arch I. A 7mm angioguard embolic protection device was deployed and a 9x30mm precise pro rx stent was deployed at the target lesion. The residual diameter stenosed measured 20%. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
As reported by the (B)(6) registry approximately twenty four hour post index procedure the patient experienced hemiparesis in the left side, the onset was sudden and recovery was partial with minor residual. Diagnosis was an ischemic stroke. The patient was asymptomatic at the time of the index procedure with an nih stroke scale score of 1 and a rankin score of 0. Pta was performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 5.7mm vessel diameter. A 7mm angioguard embolic protection device was deployed followed by a 9x30mm precise pro rx stent. The residual diameter stenosed measured 20%. The patient was neurologically intact upon leaving the angio suite. The patients medical history includes prior left carotid endarterectomy, hyperlipidemia, CABG, history of smoking, diabetes mellitus and hypertension the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Adjudication minutes received classified the event as a minor cva, ipsilateral embolic/ischemic. (B)(4). It was indicated that one day after the index, the patient developed sudden onset of left weakness in both upper and lower extremities, with normal speech, orientation and mentation. A cta revealed no stroke, patent stent with some degree of plaque recoil that appeared to be impinging the stent, patent ica, mca and asa and no visible emboli, according to physician note. Carotid duplex ultrasound on compared to a sonogram 4 months prior, reported considerable decrease in the velocities within both ica, compatible with stent placement on the right and a cea on the left; "still felt most likely less than 50% diameter reduction for the right ica." A cta of the brain and neck on with and without contrast for new onset left-sided weakness was performed. Pre-contrast brain images showed no evidence of acute hemorrhage, mass effect or hydrocephalus. A CT angiogram showed that a portion of the stent along it's posterior margin appeared in-folded, narrowing the vessel at proximal aspect of the stent to an estimated 2 mm luminal diameter, however, there was no evidence of filling defect to suggest thrombus within the stent and flow was seen though the stent and distally. Per neurology progress note on the following day, at that time his left-sided weakness "improved somewhat." Neurological examination revealed slight left arm drift, reflexes absent, plantar: flexor on the right, extensor on the left. Sensory: absent pin in left extremity. Gait was untested; per note, ot reported that he had a hard time with his right leg, "needing to lock at the knee, 'pain", left was weak. 2 days after the symptoms began, the nih stroke scale score was 3 (attributions not provided) and the rankin stroke scale score was not evaluated. A follow-up brain CT scan without contrast on demonstrated no acute pathology. Neurology progress note one the following day reported that motor strength in the left upper extremity was 3/5 and in the left lower extremity 2/5. Sensory was intact to light touch, pinprick, vibration, and proprioception. There was no limb ataxia or dysmetria noted. The site reported event of ischemic stroke on with partial recovery and minor residual deficits. The patient was discharged one week later on asa and clopidogrel. At 30 day follow-up, the nih and rankin stroke scale scores were not evaluated. As reported by the (B)(6) registry approximately twenty four hour post index procedure a (B)(6) male patient with medical history including prior left carotid endarectomy, hyperlipidemia, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus and hypertension experienced hemiparesis in the left side, the onset was sudden and recovery was partial with minor residual. Diagnosis was an ischemic stroke. Adjudication minutes received classified the event as a minor cva, ipsilateral embolic/ischemic. The patient was asymptomatic at the time of the index procedure with an nih stroke scale score of 1 and a rankin score of 0. Pta was performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 5.7mm vessel diameter. A 7mm angioguard embolic protection device was deployed followed by a 9x30mm precise pro rx stent. The residual diameter stenosed measured 20%. The patient was neurologically intact upon leaving the angio suite. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Cva is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During a cva, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events.